Event description:
I started having pain when walking and saw and medical professional, who sent me to have x-rays. The x-ray report stated particle disease. The orthopedic doctor ordered a cat(computed axial tomography) scan. I will have to have a replacement surgery. The particle disease is directly from the star ankle replacement. The palmore plastic is breaking off. I will be having a cat scan with contrast to see what type of damage there really is on (B)(6) 2024.